Event description:
The clinician reports the implant was inserted 2024-02-13 in ada 13. On 2024-06-24, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.